Event description:
It was reported that the device had sensing difficulties. The device showed oversensing while in the pocket and lots of noise even when external and unhooked from the patient. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.